Event description:
It was reported that during a reduction of a spondylolithesis procedure six instruments were damaged. The tip broke on one t-25 star drive shaft for matrix and the other tip is bent and twisted. The tip is bent and twisted on one star drive screwdriver and the handle of the t-handle t-25 is broken and spins. Both tips are bent on two matrix threaded persuaders. The procedure was completed with no effect to the patient. No further information was provided. This is report 1 of 4 for complaint (B)(4) and is for one of the matrix threaded persuaders with a bent tip.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. The suppliers certifications indicate the correct material was used and correct hardness values were obtained. All records indicate the product was manufactured to specifications. The product evaluation and visual inspection revealed that the device had two sections outwardly deformed at the distal tip of the implant interface. The observed deformation was able to be reproduced with a high degree of repeatability and consistency. When attaching the threaded persuader assembly to the implant, it is possible to assemble the instrument where it is radially misaligned, which translates to an angle offset from the intended and proper coupling orientation. If the user then proceeds to reduce the instrument into its final position, the misalignment causes point loads to be applied to the snap-fit prongs implant interface. Upon nearing the instruments final position, the loads become great enough to deform the tip of the instrument in a manner consistent with the complaint description. Both received persuaders were able to replicate this behavior. As, the matrix technique guide as well as other product support information fully illustrates the proper method of attaching and removing a threaded persuader from a matrix pedicle screw, evidence indicates that the devices were improperly engaged with the pedicle screw during reduction, which caused stress propagation exceeding the designs intended limits. Because the devices were utilized in a manner inconsistent with the recommended technique, the complaint must be rendered invalid.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)